Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The circular seal was damaged. The unit failed an air leak test. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the valve damaged after attempting to insert clip applier. Loss of seal / pneumoperitoneum. Customer has deemed this event to be between minor and serious impact. No other information provided. The device will be returned for evaluation.

Event description:
Additional information provided by the account: the surgical time was not extended by more than 30 minutes. The current status of the patient is fine.